Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 4, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this footswitch. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was paired with a system. During stp a system message (sm) occurred. The footswitch was then connected to the footswitch tester. When fully pressed the treadle range was at 3 and the count was at 70. The motor component was replaced with a hotbed motor and the footswitch was then found to meet specifications. The returned motor was installed into a hotbed footswitch and the sm 372 was replicated. The root cause of the reported event can be attributed to a nonconforming motor component. (B)(4).

Event description:
A nurse reported that a footswitch had problems before a procedure. There was no patient involved.